Event description:
A malfunction alarm was reported during the pumping process, identified as alarm 20. There was no adverse impact to the customer's blood glucose level, as it remained below 500 mg/dl. Despite attempts to load a new cartridge, the alarm persisted, so technical support arranged for a replacement pump under warranty. The customer was informed of how to switch to a backup insulin therapy using multiple daily injections and understood the instructions for returning the defective pump.